Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack in the battery compartment, moisture ingress in the battery compartment, and a damaged display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the display screen appeared to be cracked and there was a crack in the battery compartment. The battery compartment was observed to be corroded. The pump powered on with a blank display screen; the display screen was replaced with a test screen and the display returned to normal. The pump was opened and no evidence of moisture was found inside the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).